Manufacturer narrative:
(B)(4). The customer reported the battery was dead and was not recognized as the led light was off. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported the battery was dead and was not recognized at the led light was off.